Manufacturer narrative:
(B)(4).

Event description:
It was reported that start new sensor alert occurred. Data was evaluated and the allegation was confirmed as a early sensor expiration. The probable cause was determined to be early sensor expiration. The reported event of a start new sensor alert is reportable based on the finding of a early sensor expiration. The sensor was inserted into the arm on (B)(6) 2019, which is off label usage of the device. No injury or medical intervention was reported.